Event description:
The technician alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch screw is missing. The technician replaced the side rail latch screw and tightened all side rail screws to resolve the issue.